Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a 51-year-old female patient diagnosed with ovarian tumor was called by the nurse on duty and requested assistance to disconnect the PICC catheter equipment, a fracture was evidenced when the equipment was removed, the fracture was broken, the proximal lumen was left disabled and it was left through another distal lumen permeable, passing parenteral nutrition at 72.5 cc/h per infusion pump. The patient reported that the port connector had been tampered with, force apparently caused the rupture. There was no other reported patient harm."

Manufacturer narrative:
(B)(4). UDI is not available as the correct lot# was not provided by the customer.

Event description:
It was reported that: "a 51-year-old female patient diagnosed with ovarian tumor was called by the nurse on duty and requested assistance to disconnect the PICC catheter equipment, a fracture was evidenced when the equipment was removed, the fracture was broken, the proximal lumen was left disabled and it was left through another distal lumen permeable, passing parenteral nutrition at 72.5 cc/h per infusion pump. The patient reported that the port connector had been tampered with, force apparently caused the rupture. There was no other reported patient harm."